Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to ¿water on the heart that has been there since 2022." During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of chest pain and bilateral lower extremity edema (onset did not occur during treatment). Upon auscultating the heart, a pericardial rub could be heard, and hematological/radiological studies confirmed the patient was suffering from uremic pericarditis and the patient was sent to interventional radiology for the placement of a hemodialysis (hd) catheter (not a fresenius product). Following placement, the patient underwent daily hd therapy to bring down their blood urea nitrogen (bun) levels and was treated with a corticosteroid to reduce inflammation. The treatments were successful (no surgical intervention required), and the patient was discharged home on (B)(6) 2025. The pdrn attributed causality to a combination of the patient¿s habitual non-compliance to their prescribed treatment regimen, fluid/dietary restrictions, nephrology appointments, and medications. The clinical team is unable to assess the patient, therefore they are unable to provide education to improve adherence. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event a uremic pericarditis (characterized by dyspnea, chest pain, and lower extremity swelling, which warranted hospitalization. The pdrn attributed causality to the patient¿s non-compliance to their prescribed treatment regimen, fluid/dietary restrictions, nephrology appointments, and medications. Uremic pericarditis is uncommon, and frequently a sign of inadequate dialysis in stable esrd patients. Patient-related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to ¿water on the heart that has been there since 2022." During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of chest pain and bilateral lower extremity edema (onset did not occur during treatment). Upon auscultating the heart, a pericardial rub could be heard, and hematological/radiological studies confirmed the patient was suffering from uremic pericarditis and the patient was sent to interventional radiology for the placement of a hemodialysis (hd) catheter (not a fresenius product). Following placement, the patient underwent daily hd therapy to bring down their blood urea nitrogen (bun) levels and was treated with a corticosteroid to reduce inflammation. The treatments were successful (no surgical intervention required), and the patient was discharged home on (B)(6) 2025. The pdrn attributed causality to a combination of the patient¿s habitual non-compliance to their prescribed treatment regimen, fluid/dietary restrictions, nephrology appointments, and medications. The clinical team is unable to assess the patient; therefore, they are unable to provide education to improve adherence. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation and system air leak tests were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.